Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked inside the reservoir compartment. Troubleshooting was performed at the time of call and confirmed the leakage. Nothing further was reported.